Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 14-aug-2022, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 01-mar-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) a perforation occurred resulting in tamponade. A sternotomy was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.